Manufacturer narrative:
UDI - the corresponding lot is not subjected for UDI expiration date - unknown due to lot number being unknown implanted date: device was not implanted explanted date: device was not explanted initial reporter name - (B)(6). Device manufacture date - unknown due to lot number being unknown. The actual device was returned to the manufacturing facility for evaluation. When closely observed the actual sample piece, the safety-cover was not properly shielded at the tip of the inner-needle and it was instead positioned closely at the hub. Next, the safety cover portion was closely checked under microscopic observation. As the result, no missing component or physical deformation on the safety cover, were observed. An unused catheter-hub retention sample was prepared and the placed on to the actual sample to create the original condition. It was used to simulate and to verify the proper shielding performance of the safety cover. We conducted inner-needle by pulling it repeatedly 10 times to check proper shielding performance. As a result, the safety cover was confirmed to be safely activated to shield the tip. Also the unused sample was piece was tested in the same way and no irregularity observed on its activation performance. We traced back and reviewed our manufacture inspection record for 5 year period. As a result, no similar event was noted in the record, and also no similar event has ever been reported by other medical institutions. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." And "do not touch the safety cover after withdrawal of the inner needle for infection prevention". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that shortly after successful tube connection was achieved, the user noted that the safety cover did not properly activate while the inner-needle was being withdrawn. No medical treatment was required, as it is not an event of needle puncture accident.